Event description:
It was reported that the patient was brought in due to a drug overdose. Upon device check, intermittent loss of capture was observed. Capture threshold was observed to be high. Device was reprogrammed and the occasional loss of capture was still observed. Isometrics and pocket manipulation did not reproduce the loss of capture. It was noted that the patient had potassium toxicity and his medication was changed.